Manufacturer narrative:
Lot #: 146869. The customer reported event was confirmed via visual inspection. The flexible shaft of the device is fractured. Manufacturing history was reviewed and no issues were identified. A root cause of the event is user error specifically bending the flexible screwdriver to the excessive angle/ bending past the limitations listed in a surgical technique.

Event description:
It was reported that; attempted to insert the cage in c6/7 using the flexible driver, the driver was broken due to excessive angle during insertion. Other straight driver was used and complete the procedure.

Event description:
It was reported that; attempted to insert the cage in c6/7 using the flexible driver , the driver was broken due to excessive angle during insertion. Other straight driver was used and complete the procedure.